Event description:
An aneurx stent graft system (MFR report # 2953200-2010-01560) was implanted in a patient for endovascular treatment of an abdominal aortic aneurysm approximately 34 months ago. Aneurysm and vessel morphology at the time of implant were not reported. It was reported that approximately two months ago, the CT demonstrated that the stent graft has migrated distally 1 cm with a proximal type I endoleak: there was aortic neck dilatation to 30 mm, and the neck also had mild to moderate angulation. The physician implanted a talent aortic cuff successfully and the endoleak was resolved. Approximately 3 weeks after the intervention, it was reported that the patient presented emergently with abdominal pain, and another type I endoleak was found, and the aaa is now 6.6 cm in diameter. The physician elected to explant the stent grafts and surgically-convert the patient. The explanted grafts were discarded by the user facility. No additional clinical sequelae reported, and the patient is fine.

Manufacturer narrative:
(B)(4). Evaluation results: endoleak, aortic neck dilatation and aortic neck angulation. Evaluation conclusion: aortic neck dilatation and aortic neck angulation.